Event description:
It was reported that a patient underwent an initial right knee arthroplasty on an (B)(6) 2020. Subsequently, a revision procedure due to pain was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00069-1, 3002806535-2021-00071-1. Three follow-ups were sent to obtain more information about the affected device and supporting documentation (e.g. X-rays, device details, details regarding the incident), however it was communicated that no further information is available. As the product has not been received, the investigation was limited to the information provided. We have not been provided with x-rays or any supporting documentation which could provide additional information. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation (products location unknown). Medical product: unknown oxford bearing component, catalog #: unknown, lot #: unknown. Medical product: unknown oxford tibial component, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00069, 3002806535-2021-00071. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on an (B)(6) 2020. Subsequently, a revision procedure due to pain was performed on (B)(6) 2021.